Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer representative reported that the patient was oriented and programmed with adaptive stimulation (as) (B)(6) 2015, and the patient's stimulation was turning off. Stimulation was turning off only while the patient was sitting in the upright position, and it was verified that stimulation was on. The consumer reported that the patient's stimulation shut off twice then came back on during the trip home from the meeting with the manufacturer representative on (B)(6) 2015. It happened again the afternoon of (B)(6) 2015 while the patient was sitting on the couch. The patient then switched to program b, and stimulation had not shut off. On (B)(6) 2015, the patient turned the adaptive stimulation (as) back on to see if it would work, and it turned off randomly and back on again. The consumer reported that it happened while the patient was sitting upright. The patient did not move and she was just sitting still; it was not when she changed position. The patient noted that it was fantastic when it stayed on. A possible transition issue was discussed. It was noted that the patient was very skinny and had poor posture. It was reviewed that the patient should keep a log of when the issue occurs and at what position / amplitude. The manufacturer representative reported he was going to discuss this with the patient and set up a meeting. Additional information received from the manufacturer representative reported that a second manufacturer representative reached out to the patient to set up an appointment, but the patient had not scheduled an appointment as of (B)(6) 2015. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. The patient's indications for use included non-malignant pain and complex reg pain syndrome type I.